Manufacturer narrative:
Event date is an estimate. Further information requested, but not yet received.

Event description:
It was reported that the patient¿s scs system was explanted due to suspected infection. It was noted that patient is hiv positive. The patient did not attend follow-up appointment with the physician so the patient¿s current status is unknown.

Manufacturer narrative:
Based on the information provided a device problem was not identified, as a result a conclusive cause for the reported patient effect, and the relationship to the product, if any, cannot be determined.